Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Manufacturer narrative:
Correction: type of report - 'follow-up' should have been selected in manufacturer report number 2938836-2019-01877. Correction: - follow-up type 'device evaluation' should have been selected in manufacturer report number 2938836-2019-01877.